Manufacturer narrative:
The manufacturing and material records for the percival heart valve, model #icv1209, s/n # (B)(4), as they pertain to the reported event, were retrieved and reviewed by quality engineering. The results confirmed that this valve satisfied all material, visual, and performance standards required for a (model #icv1209) percival heart valve at the time of manufacture and release. The percival pvs23 returned to livanova on 12 dec 2018 for analysis. The gross examination showed that the returned valve was received with light traces of blood on the pericardium but, generally, still in good conditions. Further investigation is ongoing.

Event description:
On (B)(6) 2018, the patient underwent replacement of the aortic valve with a percival pvs23 and repair of the mitral and tricuspid valve. After declamping the aorta, a massive aortic insufficiency was observed. The surgeon went back and saw that the stent was deformed. According to the surgeon's opinion, the cause of the aortic insufficiency was the deformation of the aortic annulus due to the mitral repair. The percival was explanted and replaced by a magna ease 23mm.

Manufacturer narrative:
The complained device was analyzed through visual inspection and hydrodynamic testing in simulated physiological conditions. The results of the visual inspection confirmed the absence of pre-existing defects. The hydrodynamic testing performed on the perceval valve size 23/m sn (B)(6) show that the device meets the iso 5840 minimum requirements. No anomalies are observed during the open/close cycle both in normotensive and hypotensive pressure conditions. Based on the performed analysis and on the manufacturing and quality documents review, the reported event cannot be explained by any factor intrinsic in the involved device. Furthermore, it should be recognized that the perceval IFU includes a precaution, stating that: "data from clinical or in vitro testing are not available to establish the safe use of the perceval valve in patients with a valve prosthesis or annuloplasty ring in the mitral, pulmonic, or tricuspid position. Therefore, careful consideration of its use is recommended in such cases.".

Event description:
On (B)(6)n2018, the patient underwent replacement of the aortic valve with a perceval pvs23 and repair of the mitral and tricuspid valve. After declamping the aorta (but before the chest closure), a massive aortic insufficiency was observed. The surgeon went back and saw that the stent was deformed. The surgeon felt the cause of the ai was the deformation of the aortic annulus due to the mitral repair. The annuloplasty was performed with physio ii and it occurred before the perceval implant. The perceval was explanted and replaced by a magna ease 23mm. These intraoperative difficulties added 45' of x-clamp and bypass time to the procedure, during which the patient remained stable. The patient had a good outcome after surgery.